Event description:
It was further reported that the physician had placed a zeta stent in a pre-dilated fibrotic and calcified plaque in the circumflex artery. He attempted to dilate the mid-action of the stent which was not fully deployed with an oversized powersail balloon at 22 atms. He was able to remove that balloon only after 14 minutes of manipulation. He then advanced the nc monorial, but was unable to remove it due to "winging out" of the balloon. The patient developed chest pain and electocardiographic changes requiring ntg. Versed and morphine sulfate. When the physician attempted to retract the catheter into the guide, he noted that the catheter started to move, but the markers would not move. The patient was tentatively scheduled for elective coronary bypass surgery for the following monday, due to the unsatisfactory result from the initialatening proocedure. However, due to the inability to remove the catheter, the physician reversed then anticoagulants, inserted an intra-aortict balloon pump and sent the patient for emergency surgery. The sr8gery lasted approxiamtely 8 hours. The balloon catheter was firmly lodged in the stent and was removed after considerable manipulation. There was a spiral dissection at the lad and circumflex arteries requiring a doulbe bypass. The surgeon had difficult getting the patient all the balloon pump and the patient required 7 units of blood due to bleeding. The physician indicated the patient did not have any myocardial damage and he is reported to be doing well. He also indicated that he believes there may have been a "delormelton" of the stent and the balloon may have become caught in the struts of the stent.

Event description:
During an interventional treatment procedure to expand a previously placed stent, nc monorail removal difficulties were encountered. The pt had a stent placed the previous day that was not fully expanded. Ivus was performed and showed a vessel lumen of 1.7mm. The physician advanced a powersail balloon, but was unable to expand the previously placed stent. Removal difficulties were encountered and it took approximately 15 minutes to remove the balloon. The physician than advanced the nc monorail catheter which became stuck in the stent and they were unable to remove it. The pt went to surgery. No additional info is available at this time.